Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the equipment is resetting, due to defect in the power supply pca, keyscan pca (lcd display) and the battery is spent. There was no reported pt involvement.